Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in the cardiosave intra aortic balloon pump, is not booting up and loose contact detected on sensor connector j19 had no stable connection.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This complaint is duplicate of (B)(4), hence making it not a valid complaint. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.